Manufacturer narrative:
Product complaint # (B)(4). Patient code: (B)(4) used to capture the surgical intervention. This product code is not sold in the us. This is a similar device which is sold in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported: no cement was found/stick on the tibial base tray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.